Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4). (B)(6). Evaluation codes: methods codes: no testing methods performed. Results codes: no results available since no evaluation. Conclusion codes: device discarded by user, unable to follow-up. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with longstanding persistent atrial fibrillation underwent radiofrequency ablation using navistar thermocool catheter and developed pneumothorax which required prolonged drainage due to mismanagement of the chest tube after the procedure. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "repeat procedures after hybrid thoracoscopic ablation in the setting of long standing persistent atrial fibrillation: electrophysiological findings and 2 year clinical outcome." The purpose of this study was to describe the electrophysiological (ep) findings and clinical outcome in patients that underwent a repeat procedure after hybrid af ablation for recurrent atrial tachyarrhythmias. All patients having undergone repeat percutaneous rf ablation between (B)(6) of 2010 and (B)(6) 2014. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Other serious adverse events were reported in this article which are reported to FDA separately: one patient epicardial hematoma, one patient femoral pseudoaneurysm; two patients pneumonia. Concomitant products were used during this study: decapolar coronary sinus catheter, lasso circular mapping catheter, carto mapping system the awareness date for this complaint is (B)(6) 2015 because the article was reviewed on (B)(6) 2015.